Event description:
Customer stated that they tested in 2003 with their freestyle meter receiving a reading of 116mg/dl. They started shaking and called an ambulance got a reading of 30mg/dl with a meter of an unknown brand. The customer was treated with an IV of dextrose and released.